Event description:
On (B)(6) 2013, a company representative reported the check button on the infusion device is unresponsive. Follow-up was completed with the patient on (B)(6) 2013. She reported the button failure is intermittent and began on (B)(6) 2013. The infusion device was not dropped on a hard surface, and the key-lock feature was not activated. The battery was replaced, but this did not resolve the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.